Event description:
The product was evaluated. An external visual inspection was performed and failed due to detached and missing sensor wire. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event or problem - additional information d9: device availability - additional information g3: date received by manufacturer - additional information h2: additional information/ device evaluation h3: device evaluated by manufacturer- additional information h6: adverse event problem - additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient passed out and her mother called emergency medical services (ems). Emergency medical technicians (emts) went to the patient¿s house and tested her bg while she was unconscious. The bg was around 27 mg/dl while the cgm reading was 49 mg/dl. The patient was given a glucose tablet and did not need to be taken to the hospital. At the time of the report she was feeling better with no symptoms. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.